Event description:
The account alleged, the bed had intermittent nurse call function. No pt impact.

Manufacturer narrative:
The account replaced the junction box assembly and the communication cable to resolve the issue.